Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an issue occurred with an enteral feeding pump upon triage on (B)(6) 2018 the service tech found a note attached to the front panel of the pump indicating that the screen went black during testing.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for ¿screen went black during testing.¿ the unit was triaged and the reported condition was confirmed. The root cause is isolated to the ¿cracked solder joint¿ on the printed circuit board. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.